Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot with tandem technical support regarding the issue. There was no reported adverse impact to the customer's blood glucose level.